Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during infusion leakage occurred and the catheter was discovered to be damaged with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was given intravenous infusion of ceftazidime injection. When the patient was given intravenous infusion, the nurse who was responsible for the bed found that the indwelling needle was leaking during the exhaust, and the catheter at the tip of the indwelling needle was found to be damaged. The indwelling needle was replaced immediately and continued infusion.

Event description:
It was reported that during infusion leakage occurred and the catheter was discovered to be damaged with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: the patient was given intravenous infusion of ceftazidime injection. When the patient was given intravenous infusion, the nurse who was responsible for the bed found that the indwelling needle was leaking during the exhaust, and the catheter at the tip of the indwelling needle was found to be damaged. The indwelling needle was replaced immediately and continued infusion.

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9169586. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.